Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. When a manual lead shock impedance measurement was performed, all shock lead impedance measurements were normal. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not determine a reason for the reported clinical allegation.

Event description:
Boston scientific received information that during the implant procedure, this device displayed increased high out of range shock impedance measurements. All other measurements were normal. The vector was reprogrammed for coil to can and the pocket was irrigated. All equipment was disconnected, however, the out of range measurements remained. A decision was made to replace the lead. The measurement remained increased. A decision was made to replace this device. This device was removed and replaced. Normal measurements were obtained. No adverse patient effects were reported.